Event description:
A nurse reported that during a postoperative visit, a doctor observed lint or fiber inside a pts' eye following an ocular procedure. There was no harm to the pt, and the fiber was not removed. The doctor suspects the source to be from the gown in the custom pack as he believes they are of "lesser quality." Additional information has been requested, but none has been received.

Manufacturer narrative:
A sample was not returned for evaluation. A sample was removed from stock and no loose fibers were confirmed. A coarse brush was used on the gown to generate fibers but none were found. The customer's complaint history was reviewed for the one year; this is the second complaint reported for this issue. The finished good lot and build could not be reviewed without a lot number. The root cause of the customer's complaint could not be confirmed without a sample. (B)(4).